Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 13.6 mmol, 10.8 mmol. Tests were done within 20 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.